Manufacturer narrative:
On 20-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 17-jul-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell apart in mouth and a small pin came out of the head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he purchased a 3 pack of oral-b brushheads, version unknown for his oral-b crossaction power series toothbrush and was disappointed as all 3 of the brush heads had malfunctioned. He explained that the first brush head fell apart in his mouth and a small pin came out of the head. The second one did the same thing, and now the third brush head had no rotary action after using it no more than 3-4 times. No symptoms developed. Relevant history: none reported. No further information was provided. On 12-jul-2017 received consumer's follow-up e-mail: the consumer reported that he tried to scratch the logo off the brush heads, but it didn't come off. He stated that he had purchased the brush heads in (B)(6) 2016 but had only just started to use the faulty pack. The consumer noted that he usually changed his brush heads every 6 weeks or so, and still had 2 of the faulty brush heads that he could send. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart in mouth and a small pin came out of the head [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he purchased a 3 pack of oral-b brushheads, version unknown for his oral-b crossaction power series toothbrush and was disappointed as all 3 of the brush heads had malfunctioned. He explained that the first brush head fell apart in his mouth and a small pin came out of the head. The second one did the same thing, and now the third brush head had no rotary action after using it no more than 3-4 times. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he tried to scratch the logo off the brush heads, but it didn't come off. He stated that he had purchased the brush heads in (B)(6) 2016 but had only just started to use the faulty pack. The consumer noted that he usually changed his brush heads every 6 weeks or so, and still had 2 of the faulty brush heads that he could send. No further information was provided.